Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 260 mg/dl. The insulin pump showed no signs of physical damage and had not been dropped, bumped or exposed to moisture. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was sent a new battery cap. The customer also reported that the insulin pump had alarmed for motor errors. The customer reported that the display had returned on its own while he was looking for damage to the battery cap.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor and with severely scratched display window noted. The insulin pump was monitored and tested with no blank display noted. The insulin pump passed rewind, basic occlusion and displacement tests; passed all the operating currents tested within the specifications range and passed off no power test. No motor error alarm noted; the motor passed motor test. The insulin pump had cracked reservoir tube lip and cracked case near display window corners. Unable to confirm broken belt clip due to the insulin pump was returned without the belt clip.

Manufacturer narrative:
Customer is calling back after receiving a new battery cap, the customer states he continues to have issues with his insulin pump, stated that the insulin pump will randomly loose power and then received motor error alarms. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan per heath care professional's instructions.